Event description:
It has been reported to philips that the azurion system won¿t boot up. The device was not in clinical use. No harm to the patient or user was reported. The philips service engineer went on site and reported a fault is detected at the level of uninterrupted power supply (ups) in m cabinet. The defective ups controller part was replaced. The system meets the specification for the performed service and was returned to use.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t boot up. Upon functional testing fse found that cause of the problem is due to ups controller, it was hardware defect. So, fse ordered and replaced the ups controller. Actual cause of the issue was with the ups controller. Issue got resolved by replacing the ups controller. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.